Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope had a loose thread at the distal end. The issue was found during reprocessing of the device. The device was returned for evaluation. During the device evaluation, foreign material was found in the air water tube, the air water cylinder, and the connecting tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the jet auxiliary channel was clogged, the image guide protector was damaged, the light guide lens was cracked, the switch 1 was scratched, the switch box was scratched, the forceps channel port was corroded, the scope cover was scratched, the scope connector case was scratched, the plug unit was damaged, the insulation resistance of the distal end did not meet standard value due to a burn on the camera cover, the up/down angulation wire was worn and out of specification, the right/left angulation wire was worn and out of specification, the image guide protector was damaged, the light guide lens was cracked, the universal cord had a wrinkle, and the adhesive on the protective cover of the bending portion of the device had visible thread. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As reprocessing is performed by a different department, the customer could only provide the following information regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility. There was no malfunction in the accessories used for reprocessing. There was no delay in manual cleaning and if reprocessing was carried out by the customer's staff the surface is wiped/brushed during manual cleaning. All other reprocessing information is unknown. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.